Event description:
On (B)(6) 2026, a nurse discovered hair inside a single-use package during a pre-use inspection. The item was discarded, and after replacing it with a new closed-system intravenous cannula, the procedure proceeded normally without causing any harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the hair in the unit package cannot be determined because no defective sample has been received. The complaint is an individual case and the plant will continue to track and monitor such defects.

Event description:
No additional information.